Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Also, it was reported that the pump battery was noted to be depleting quickly, dropping from 45% battery life to 5%, within 10 minutes. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.